Manufacturer narrative:
The device is not available for analysis; however, a field service work was performed. The temperature sensor was returned, the visual inspection was showed that the component was in good physical condition, electrical connections were good. There was no functional test performed to determinate the functionality of the component. Temperature sensor was replaced and system restarted, and temperature checked several times, fault does not re-occur. Based on the information available, the investigation conclusion code of cause traced to component failure was assigned for this complaint.

Event description:
It was reported that during a procedure, the laser failed to power up during the startup sequence, the system was attempted to restart several times. The procedure was cancelled when the patient was under general anesthesia on the operation table. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Event description:
It was reported that during a procedure, the laser failed to power up during the startup sequence, the system was attempted to restart several times. The procedure was cancelled when the patient was under general anesthesia on the operation table. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
The device is not available for analysis; however, a field service work was performed. The system was inspected and found that the pt100 temperature was 80degrees. Temperature sensor replaced and system restarted, and temperature checked several times, fault does not re-occur. Full functionality testing carried out. No further faults found. After the temperature sensor replacement, the issue was resolved, and the unit was within the specification. The malfunction found could have affected the device performance leading to the event experienced by the customer. Based on the information available, the investigation conclusion code of cause traced to component failure was assigned for this complaint.

Event description:
It was reported that during a procedure, the laser failed to power up during the startup sequence, the system was attempted to restart several times. The procedure was cancelled when the patient was under general anesthesia on the operation table. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.